Manufacturer narrative:
H10: this record has been determined to be a duplicate of manufacturers report #1218950-2020-07487. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the loudspeaker did not work and needed an unspecified repair on the complaint device and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not initially provided.